Event description:
Customer reported insulin pump was broken, and they had not been able to use it for about one month. There was no adverse impact to the customer¿s blood glucose level reported. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.